Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that their device lost power four (4) times during patient use. Immediately following the reported failure, the device then started functioning normally. The patient was only being monitored and defibrillation therapy was not needed. There was no adverse effect caused to the patient from result of the reported failure.